Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity. It was reported that the patient had an MRI not due to a problem with the device or therapy. A venous thrombosis MRI was ordered because of the patient¿s pre-existing severe traumatic brain injury. The patient got checked every 3 months because of the condition. It was reported that the patient¿s pump and catheter were replaced on (B)(6) 2015 because the pump malfunctioned. They did not know when they found out. They thought that it was leaking. The patient kept getting rashes, headache, and was vomiting prior to getting it replaced.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information was received from a drug manufacturer regarding a patient receiving intrathecal lioresal. It was reported that the patient had a medical history that included dystonia (of her left and to a lesser degree right) and sagittal sinus thrombosis. The indications for product use were spasticity and traumatic brain injury. It was reported that on (B)(6) 2015, the patient had her itb (intrathecal baclofen) catheter replaced because of ¿withdrawal and fluid collection on her back¿ after she experienced ¿leaking.¿ treatment for the reported event was surgery for replacement. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.